Manufacturer narrative:
Clinical review: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s peritonitis. However, there is no objective evidence that a liberty cycler set malfunction or product deficiency was associated with this event. The patient¿s pd effluent grew enterococcus faecalis which is a known bacterium of the human intestinal tract. Therefore, the patient¿s peritonitis can be reasonably attributed to a breach in aseptic technique/touch contamination after a having a bowel movement, as reported by the nurse. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a patient had peritonitis. During follow-up, the peritoneal dialysis (pd) nurse manager reported the patient was experiencing symptoms of cloudy effluent, abdominal pain and fever (unknown value). As a result the patient had a pd effluent culture obtained which yielded growth of the bacteria enterococcus faecalis. The patient was treated with cefepime 1 gram and vancomycin 2 gram intra-peritoneal (ip) initially and remains on ip vancomycin. The patient did not require hospitalization. Reportedly, the patient is currently performing manual pd exchanges as that is clinic protocol for peritonitis infection. Reportedly, the patient is recovering as the pd effluent is now clear and the patient symptoms have resolved. Per the nurse, the patient is expected to resume pd treatment with the home cycler. The nurse indicated there were no issues with the cycler, cycler set in relation to the event. It was stated the peritonitis was attributed to touch contamination after the patient disconnected from the cycler/cycler set to have a bowel movement and then subsequently reconnected to resume pd treatment.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.